Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a cholangioscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the spyscope ds was passed through the endoscope over the wire. While maneuvering the spyscope ds, the working channel sleeve of the spyscope ds protruded from the tip. The procedure was completed with a second spyscope digital access and delivery catheter. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.